Event description:
Dr. Albert from dayton children's hospital reported a post-operative issue involving a female patient implanted with a 6.0 response 5.5/6.0 screw (part no. 00-1300-06xx). The screw was found broken during a clinic visit. Although part of an apifix construct, the failure was attributed to the response system screw, not an apifix component. No patient injury or surgical delay occurred, but a revision procedure was required. The original implant date was (B)(6) 2023, and the device was removed on (B)(6) 2025.